Event description:
Customer reports 2 seven-day infusors containing 5fu and saline to a total volume of 84ml overinfused over 3 days and 4 days respectively. Report involved 2 patients. Customer reports no patient injury as a result of report.